Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (ra) lead was protruding on one side. Reportedly, the patient started feeling discomfort on the day of the call. The patient had physical therapy for a fractured shoulder and was suggested to call the doctor's office. No additional adverse patient effects were reported. The ra lead remains in service.